Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that every time she changed the pod, on the first day her blood glucose levels would always go up to/in the 500's mg/dl, but after the first day her levels were fine. She stated that this occurred three weeks prior to the time of report, but did not have the exact date (june or july). She had not spoken to her doctor about this. The patient had checked into the emergency room and was diagnosed with high blood sugar. Her blood glucose read 545mg/dl. She also experienced nausea and headache. Treatment included insulin (humalog, one injection of 15 units) and one bag of IV fluids. The patient was taken off the system.